Event description:
Rptr alleges pt had increasing asymmetry of breast over last eight years and was involved in an auto accident in 1992 with trauma to the chest. Pt had a mammogram and breast ultrasound. Both implants were removed and found to be ruptured with total deterioration of the shell and had free gel in the intracapsular spaces. Bilateral capsules were noted to be very thick with severe calcifications and moderate siliconomas.